Manufacturer narrative:
The patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, pulling sensation in the abdomen, vaginal irritation, and frequent vaginal discharge. The patient underwent in-office mesh revisions on (B)(6) 2011 and (B)(6) 2011 due to mesh erosion and exposure. It was reported that the patient underwent mesh removal and cystocele repair on (B)(6) 2014 due to erosion and recurrent cystocele. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008, and miniarc and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2008, and mesh was implanted on (B)(6) 2008. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.